Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/6/2024, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaw would not close all the way when fired. The representative stated that this occurred under "normal usage circumstances." It is unknown if there was case involvement. Additional information was received on 6/13/2024: this was found during a case and worked one time but then would not close for the next two. The patient wasn't affected as it was noticed the instrument wasn't functioning properly. This was discovered during a shoulder arthroscopy with rotator cuff repair on (B)(6) 2024. Another scorpion was used and the case was completed with no delay.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15110331 was received for investigation. Visual evaluation of the device noted that the ar-13999mf fastpass scorpion jaw would not close completely. Functional testing was performed by inserting an ar-13995n scorpion needle into the complaint device and it was noted that when the needle was fired the jaw would not close completely as expected. CAPA-00348 was opened for this issue. This is a known manufacturing issue.